Event description:
Complainant alleged that while on use on a patient (age & gender unknown) the device powered up without display. Complianant did not indicate that there was any adverse effect to the patient due to the reported malfunction.